Event description:
It was reported the customer biomed team reports issues with channel errors related to a number of occlusion attempts. Also the customer reported issues of broken sears due to forcing the door closed and possibly due to door alignment issues. There was no patient harm.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.